Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator had a blank display. The ventilator was not connected to the patient at the time of the event.

Manufacturer narrative:
Covidien/medtronic evaluated the device and identified that the backlight inverter board need to be replaced. The customer declined to have the ventilator be repaired.